Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Long gamma nail was implanted (B)(6) 2011 and removed due to failure (B)(6) 2012. The gamma nail broke across the lag screw hole of nail. The surgeon removed the broken gamma implant with gamma removal instruments. Given the nail broke across the lag screw hole (no thread) the surgeon had to open part of the trochanteric region of the femur to enable removal with cockers. Dhs was used. Operation was over 2hrs and the pt suffered extensive blood loss and currently in ICU. The surgeon views this as an unsatisfactory outcome as a result of using gamma nail in the first place. Pt will also be unable to walk again (surgeon comments).